Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study: it was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the (B)(6) clinical trial. The first target lesion was in the right proximal superficial femoral artery with proximal reference vessel diameter 5.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 80 mm and 80% stenosis. Prior to target lesion treatment, atherectomy was performed with a non-boston scientific atherectomy device. Treatment of target lesion was performed with study device, 5.0 mm x 150 mm ranger drug coated balloon. Post treatment, non-boston scientific bare metal stent of 6.0 mm x 60 mm was placed. Following post dilatation with 5.0 mm x 60 mm mustang pta balloon, the final residual stenosis was noted to be 0%. The second target lesion was in the right distal superficial femoral artery with proximal reference vessel diameter 5.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 60 mm and 80% stenosis. Treatment of target lesion was performed with study device, 5.0 mm x 60 mm ranger drug coated balloon. Following the treatment, the final residual stenosis was noted to be 30%. On (B)(6) 2022, on the same day of index procedure, during treatment of the first target lesion, dissection of grade b was noted. Per edc, as a response to the event, a non-boston scientific bare metal stent of 6.0 mm x 60 mm was placed. Following post dilatation with 5.0 mm x 50 mm mustang pta balloon, the final residual stenosis was noted to be 0%. Per edc, the complication was resolved and on the same day, the subject was discharged from the hospital.

Event description:
Elegance study it was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The first target lesion was in the right proximal superficial femoral artery with proximal reference vessel diameter 5.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 80 mm and 80% stenosis. Prior to target lesion treatment, atherectomy was performed with a non-boston scientific atherectomy device. Treatment of target lesion was performed with study device, 5.0 mm x 150 mm ranger drug coated balloon. Post treatment, non-boston scientific bare metal stent of 6.0 mm x 60 mm was placed. Following post dilatation with 5.0 mm x 60 mm mustang pta balloon, the final residual stenosis was noted to be 0%. The second target lesion was in the right distal superficial femoral artery with proximal reference vessel diameter 5.0 mm and distal reference vessel diameter of 5.0 mm with lesion length of 60 mm and 80% stenosis. Treatment of target lesion was performed with study device, 5.0 mm x 60 mm ranger drug coated balloon. Following the treatment, the final residual stenosis was noted to be 30%. On (B)(6) 2022, on the same day of index procedure, during treatment of the first target lesion, dissection of grade b was noted. Per edc, as a response to the event, a non-boston scientific bare metal stent of 6.0 mm x 60 mm was placed. Following post dilatation with 5.0 mm x 50 mm mustang pta balloon, the final residual stenosis was noted to be 0%. Per edc, the complication was resolved and on the same day, the subject was discharged from the hospital. It was further reported that the dissection was confirmed to be caused by the 5.0 mm x 150 mm ranger drug coated balloon.

Manufacturer narrative:
A1: patient identifier: (B)(6) a2: age at time of enrollment- 65 years b5 updated